Manufacturer narrative:
No product will be returned for eval.

Event description:
On the event date, the pt reported that at 6:40 am she had an elevated blood glucose reading of 427 mg/dl with her normal range being in the "early 100's" mg/dl. She stated she bolused 6 units of insulin and 20 minutes later, her reading was 438 mg/dl. She stated she is "feeling fine for the most part." The pt said she is new to pump therapy and began using her insulin infusion device three days prior. She stated she plans to change her infusion set this afternoon as it has been in use for 3 days. The pt stated she thought the elevated reading was due to the "cinnamon pinwheel thing I ate last night." She stated she will change her infusion headset and bolus insulin to correct her reading. Further attempts to follow up with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.